Manufacturer narrative:
Device received with blank display followed by an unexpected constant audio tone alarm due to moisture damage to the electronic assembly noted. Unable to perform displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump fell in the water and got blank display. Customer also reported that the buttons on the insulin pump was no longer working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.